Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the e review of the results of third-party testing, the device evaluation and the final investigation. The following is the result of culture test by the third-party labs, provided by the customer: sampling date: (B)(6) 2025. Sampling from: unknown. Cfu:light growth. Bacterial identification:pseudomonas aeruginosa. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: air-water channel, suction biopsy channel, flushings and brushings. Cfu: <1 cfu/endoscope. Bacterial identification: no growth after 7 days incubation. The device was returned to olympus for inspection. According to the investigation, the device was culture tested positive by the customer and the device was tested negative by olympus; therefore, the device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation (hmi results could not confirm customer findings and shown no growth). Olympus will continue to monitor field performance for this device.

Event description:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.